Manufacturer narrative:
The device will not be returned to olympus for evaluation. The olympus representative was able to resolve the reported issue by communicating to the customer to change video cable plug in location from the incorrect location to the correct location. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor had no image. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d10, h6 (type of investigation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that the serial digital interface video cable was not connected or was connected improperly leading to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the issue was found during a diagnostic procedure.